Event description:
The service repair tech (srt) reported that during routine testing of the device at the service center, the tubing clamp on the roller pump was binding due to heavy contamination. There was no patient involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The suspect roller pump was returned to the MFR for further eval.